Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated according to the manufacturer specifications and there was no device malfunction.

Event description:
It was reported by a user facility that a patient sustained scarring after hair removal treatment with a lightsheer duet laser. It was further reported by the user facility that the poor technique employed by the device operator including high treatment settings and double passing was the root cause of the reported adverse outcome.